Event description:
While using a byte night aligners, patient reported that their one tooth is having major nerve pain. The pain started when they switched to the next step in their aligner treatment. This pain has not gone away. Provided fit tips and requested additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.